Event description:
It was reported that the pump programmer screen went blank during a telemetry update. It was determined that this was due to low batteries in the pump programmer. New batteries were inserted into the programmer and when the pump was interrogated it was found that the pump was in stopped pump mode as expected. The pump was reprogrammed and it was confirmed that the re-update was successful. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8840, lot# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).